Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the ok and contrast key contacts. The ok button contact was found to be misaligned. Additionally, evaluation revealed that the display text was dim, faded, and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok and contrast keypad buttons were intermittently unresponsive and that the display was dim, faded, and discolored. Investigation also revealed that there was contamination under the ok and contrast keypad button contacts. Additionally, investigation revealed that the ok button contact was misaligned. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.